Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. On the same day, it was reported that the patient experienced a skin infection. Prior to sensor insertion the area was prepped with soap and water. The patient placed a new sensor in the arm, feeling slight pain that gradually intensified, leading to the decision to take out the sensor early on (B)(6)2025. In spite of pain, the patient postponed obtaining medical care. At a later, unspecified time, he experienced redness, inflammation, pimples, and an infection in the area. On (B)(6)2025, he consulted his family physician, who assessed the area and prescribed an oral antibiotic (doxycycline 100 mg, two times per day for 10 days). After four days of treatment with no significant improvement, the patient visited an urgent care facility where the attending physician assessed the area and prescribed a new oral antibiotic regimen (cephalexin 500 mg, three times per day for seven days), which he confirmed was effective in healing the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).